Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician performed bench testing on the ventilator. All testing's was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 47 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that a patient passed away while on the ventilator due to cardiac arrest. There was no report or allegations of the ventilator contributing to the patient's death. The date of the event and death were not reported to carefusion, it is currently unknown.